Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating she had a no delivery alarm, but was able to resolve. Customer also states, she was hospitalized for non-diabetic related issue and states when she left the hospital her blood glucose was 400 mg/dl, but lowered back to 57 mg/dl. Customer was advised to monitor insulin pump. No further information provided.